Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are three additional complaints associated with the lot for the reported issue. One opened probe was received and visually inspected and was found non-conforming with a bent needle and thick raised sticky foreign matter on the needle and port face. The sample was then functionally tested for aspiration, actuation, and cut. The sample was found conforming for aspiration and was found non-conforming for actuation and cut. The probe was disassembled and the components inspected. Nominal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The inner cutter is bent. No wear marks were observed at the bend area. Gouge marks were observed in several locations along the inner cutter. After the probe was disassembled (bent needle and shell removed), the probe was able to actuate. The complaint evaluation confirms the probe had an actuation issue. Unrelated to the reported event, the complaint evaluation also indicated the probe had a cut issue. The most likely root cause for the observed non-conformance's is from the bent needle and bent inner cutter. A damaged inner cutter can impede the movement of the cutter shaft. This interference is present as observed from visual condition of the inner cutter. The exact root cause of the bent needle and inner cutter cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site including use during surgery. An exact root cause for the bent needle and the bent inner cutter was not determined from this evaluation, therefore, no specific action with regard to this complaint was taken. Probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformance's found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the probe was unable to be actuate during a procedure. The condition of cutting and aspiration was unknown. The product was replaced and procedure completed with no patient harm.